Manufacturer narrative:
A company service representative examined the system and was unable to duplicate the reported problem. Preventive maintenance was performed. The system was then tested and met all product specifications. (B)(4).

Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "system message displayed" (device displays error message). A customer reported a red screen was received during surgery. The system was switched out and the case was completed. There was a delay of approximately two minutes. There was no patient injury reported.